Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1.5 mmol/l; cause was not known. Customer consumed lollies and apple juice to address bg level. The customer was admitted into the emergency room. Customer did not receive any treatment. Customer was released from the emergency room on (B)(6) 2026 with the issue resolved. Customer did not sustain any permanent damage. No further information provided.